Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that on (B)(6) 2023, the patient noted that the life2000 ventilator did not provide an alarm when the device's interface was removed from the patient's nares for a prolonged period of time. The patient also reported a trainer had visited her on (B)(6) 2023 to replace the device because of a similar event, and she could have been without oxygen support since that day. It is unknown if the patient had oxygen desaturation, however, it was noted that on (B)(6) 2023 the patient was started on antibiotic treatment because of a lung infection, and she's been feeling short of breath. The patient stated she is unsure if the shortness of breath was related to a device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2023, the patient noted that the life2000 ventilator did not provide an alarm when the device's interface was removed from the patient's nares for a prolonged period of time. The patient also reported a trainer had visited her on (B)(6) 2023 to replace the device because of a similar event, and she could have been without oxygen support since that day. It is unknown if the patient had oxygen desaturation, however, it was noted that on (B)(6) 2023 the patient was started on antibiotic treatment because of a lung infection, and she's been feeling short of breath. The patient stated she is unsure if the shortness of breath was related to a device malfunction. The patient is a 60-year-old female with relevant medical history of chronic respiratory failure with hypercapnia and copd. A hillrom clinical support specialist (css) performed troubleshoot solutions with the customer via phone. The device's interface was found to be twisted. The interface was untwisted and removed from the patient's nares for 30 seconds. No alarms were noted. Same occurred when the interface was replaced. The patient was advised to hold the use of the device until the trainer's visit. The device will be returned and inspected. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A device inspection performed by a hillrom technician noted that the returned life2000 ventilator was tested in extended range configuration with a known well-functioning combo hose, patient circuit and compressor. No error messages nor alarms were observed. Both the compressor and the ventilator functioned as designed. Furthermore, the known well-functioning patient circuit interface was disconnected and the expected audible alarms were observed. No device malfunction was found. Shortness of breath is a symptom of many underlying conditions that may or may not include injury. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure. It was reported the patient required antibiotic administration to preclude permanent impairment of a body function or permanent damage to body structure, concluding serious injury occurred. Additionally, the device inspection concluded that the device was functioning as designed, and the reported malfunction could not be replicated. The ultimate cause is undetermined at this time, however, it is reasonable to conclude that the reported shortness of breath and antibiotic administration were likely due to the pathophysiology of the patient's above-noted medical condition and her on-going lung infection, and unlikely caused by the device. Based on this information, no further action is required.

Event description:
It was reported that on (B)(6) 2023, the patient noted that the life2000 ventilator did not provide an alarm when the device's interface was removed from the patient's nares for a prolonged period of time. The patient also reported a trainer had visited her on (B)(6) 2023 to replace the device because of a similar event, and she could have been without oxygen support since that day. It is unknown if the patient had oxygen desaturation, however, it was noted that on (B)(6) 2023 the patient was started on antibiotic treatment because of a lung infection, and she's been feeling short of breath. The patient stated she is unsure if the shortness of breath was related to a device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that on (B)(4) 2023, the patient noted that the life2000 ventilator did not provide an alarm when the device's interface was removed from the patient's nares for a prolonged period of time. The patient also reported a trainer had visited her on (B)(4) 2023 to replace the device because of a similar event, and she could have been without oxygen support since that day. It is unknown if the patient had oxygen desaturation, however, it was noted that on (B)(4) 2023 the patient was started on antibiotic treatment because of a lung infection, and she's been feeling short of breath. The patient stated she is unsure if the shortness of breath was related to a device malfunction. The patient is a 60-year-old female with relevant medical history of chronic respiratory failure with hypercapnia and copd. A hillrom clinical support specialist (css) performed troubleshoot solutions with the customer via phone. The device's interface was found to be twisted. The interface was untwisted and removed from the patient's nares for 30 seconds. No alarms were noted. Same occurred when the interface was replaced. The patient was advised to hold the use of the device until the trainer's visit. The device will be returned and inspected. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Shortness of breath is a symptom of many underlying conditions that may or may not include injury. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure. It was reported the patient required antibiotic administration to preclude permanent impairment of a body function or permanent damage to body structure, concluding serious injury occurred. The ultimate cause is undetermined at this time, however, it is reasonable to conclude that the reported shortness of breath and antibiotic administration were likely due to the pathophysiology of the patient's above-noted medical condition and her on-going lung infection, and unlikely caused by the device. The device will be returned for inspection. Any additional and relevant information that will be received during the course of the investigation will be documented in a final report. No further information is available on the repair of the bed at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that on (B)(6) 2023, the patient noted that the life2000 ventilator did not provide an alarm when the device's interface was removed from the patient's nares for a prolonged period of time. The patient also reported a trainer had visited her on (B)(6) 2023 to replace the device because of a similar event, and she could have been without oxygen support since that day. It is unknown if the patient had oxygen desaturation, however, it was noted that on (B)(6) 2023 the patient was started on antibiotic treatment because of a lung infection, and she's been feeling short of breath. The patient stated she is unsure if the shortness of breath was related to a device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).